Event description:
The hook of a clip was not locked at ligation. When the user tried to retrieve the clip it dropped from the applier, however, the clip was taken out of the patient. Another clip got detached from the applier before ligation.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73g2100364 investigation did not show issues related to the complaint.

Manufacturer narrative:
(B)(4). The customer returned one loose clip of 544230 hemolok ml clips 6/cart 84/box for investigation. The loose clip was visually examined with and without magnification. Visual examination revealed scrape marks on the clip near the hinge. The observed damage to the clip is consistent with improper loading of the clip or with using damaged appliers. The appliers were not returned. Dimensional inspection was not required as a part of this complaint investigation. Functional inspection was performed on the returned loose clip. A lab inventory applier was used. The clip was able to properly load into the applier and was successfully applied to over-stressed surgical tubing. The scrape marks on the loose clip are indicative that using a damaged or misaligned applier caused this complaint issue. The device history review for the product hemolok ml clips 6/cart 84/box lot# 73g2100364 investigation did not show issues related to complaint. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the clip indicates that unintentional user error caused or contributed to this event. The reported complaint of "loaded clip is insecurely seated" was not confirmed based upon the sample received. One loose clip was returned. The loose clip had scrape marks near the hinge. The observed damage is consistent with improper loading of the clip or with using damaged appliers. Using damaged or misaligned appliers could prevent the clips from staying seated in the jaws of the applier. Upon functional inspection, the returned clip functioned properly. It is unknown how the returned clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.